Manufacturer narrative:
Integra completed its internal investigation. The investigation included: method: evaluation of actual device. Review of device history records. Review of complaints history. Results: this device was manufactured on september 30, 2011. Service history: date of service: (B)(6) 2013; reason for service: locking not very secure/routine maintenance. Date of service: (B)(6) 2015; reason for service: will not lock/routine maintenance. Date of service: (B)(6) 2012; reason for service: eval and repair. Item recently purchased; described torque knob has become disassembled/misuse. No manufacturing or design related trend has been identified. Conclusion: in summary we are unable to confirm or duplicate the end users experience. The returned unit passed all functional testing requirements, however general maintenance is required as this device was manufactured in 2011 and last serviced in 2013.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
The customer stated there was a slip while the unit was attached to the pt. Additional info has been requested.